Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The 3.0 x 23 mm promus is being filed under a separate medwatch MFR number. (B)(4): no pre-dilatation. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. The sds was not returned for analysis which may have aided the investigation. It was reported the lesion was not pre-dilated prior to deploying the stent, which may have contributed to the reported difficulties. It should be noted the promus instructions for use states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. A conclusive cause could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. There is no indication of a product quality deficiency.

Event description:
It was reported that no predilatation was performed prior to stenting. The lesion length was 30 mm. A 2.5x28 mm promus stent was implanted successfully in the mildly tortuous, moderately calcified, eccentric and 90% stenosed right coronary artery. Another 3.0x23 mm promus stent was advanced in order to be deployed proximal to the first promus, overlapping; however, the distal part of the device did not cross through the first stent. It was determined that the proximal edge of the 2.5x28 mm promus stent was not expanded fully; therefore, inflation with the stent balloon was performed. The stent delivery system was to be advanced again; however, prior to insertion, it was noted that the stent implant had moved proximally on the balloon and appeared loose. It was also stated that the stent could have been loose prior to use per the physician. The stent delivery system was exchanged for a 3.5x23 mm promus and the procedure was completed successfully. No patient adverse effects were reported. No additional information was provided.